Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a moderately tortuous and calcified lesion in the superficial femoral artery (sfa). The 5.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated however the balloon ruptured at 15 atmospheres (atm). The bdc was removed and replaced with another same size armada 35 bdc however the same issue occurred. The procedure was completed with a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.